Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.